Event description:
A report was received that during the patient's explant (3006630150-2019-00968), the physician fractured a part of the lead and it was left in the patient's body.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during the patient's explant (3006630150-2019-00968), the physician fractured a part of the lead and it was left in the patient's body.